Manufacturer narrative:
(B)(4): investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective locking mechanism and needle stick with the incident lot was not observed as the photo provided only shows the exterior of 1 shelf pack of bd eclipse device. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure and needlestick injury -post use. The following information was provided by the initial reporter: "the safety device broke and caused a dirty needle stick. An employees at the clinic got stuck with a dirty needle. He was using 21g vacutainer, the safety device broke and his finger came down on the needle."